Event description:
The event occurred on an unknown date involving a primary plum 150 ml burette set, clave additive port, 15 micron filter in sight chamber, clave secondary port, 2 clave y-sites, secure lock, 290 cm where the reporter stated that the set was uncapped normally and, when it was switched off, it leaked fluid, and there was a break in the key plug at the top of the buretrol. It is unknown if the event occurred during patient use and no one was reported harmed as a result of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.